Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the therapy pads and that his nurse advised him to use an ointment on the area. The patient also reported that the nurse instructed him to remove the lifevest for 3 days and that he was putting the vest back on. During a follow up it was reported that the rash had improved greatly. There was no alleged device malfunction.